Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system onsite and confirmed that the wired footswitch did not work intermittently. Rse found that wired footswitch button was not sensitive. Customer replaced the wired footswitch. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired footswitch was working intermittently when triggered to produce exposure x-rays. The device was in clinical use at the time of the reported event. No patient or user harm was reported. Philips has started an investigation of this complaint.